Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient went to emergency room and got hospitalized on (B)(6) 2025 due to skin inflammation discharge at insertion site. The blood glucose level was 9mmol/l at the time of event and patient was treated with insulin pen/syringe. Patient was admitted in hospital for less than twenty-four hours. Patient experienced symptoms like skin inflammation, hardened tissue, edema, discharge, pain and discomfort. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.